Manufacturer narrative:
(B)(4). Unit received with complete broken reservoir tube lip and missing reservoir tube o ring. However, unit was received with normal operating currents and passed pump error alarm, self-test, rewind test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corners, cracked liquid crystal display window, cracked belt clip slot, missing end cap sticker and stained address, serial number label. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and rejected brand new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.